Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced indirect decompression (ID) spacer migration, which caused the screw of one the implanted spacers to back out and the cam lobes to no longer be deployed. It was noted that the spacer remains implanted and no further action is to be taken at this time.